Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: code 3191 used to capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was completed successfully and the patient was stable.

Manufacturer narrative:
510k: this report is for an unknown rods/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is company sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the expedium system was applied in an unknown procedure. On (B)(6) 2020 a revision procedure (mob; multiple operated back) in t12, l1-l4, 5 was performed to treat purulent spondylitis. The procedure was completed less than a 30-minute surgical delay. The procedure and patient outcome were unknown. This compliant will capture the post-op event (revision to treat the purulent spondylitis) while related complaint (B)(4) will capture the intra- op event (the driver shaft¿s tip was twisted off during revision). Concomitant devices reported: rods (part #: unknown, lot #: unknown, quantity unknown), screws (part #: unknown, lot #: unknown, quantity unknown), locking/set screws (part #: unknown, lot #: unknown, quantity unknown). This report is for an unknown rods. This is report 1 of 6 for complaint (B)(4).